Event description:
In 5/2004, a pt with a diagnosis of osteoporosis and pathologic fractures of t11, t12 and l1 was treated with balloon kyphoplasty. Postoperatively pt did well. About a month later, the pt underwent balloon kyphoplasty at the t6, t8 and t10 levels. Immediately following the procedure, while in the recovery room, the pt was allegedly "noted to have complete motor and sensory loss." An MRI reportedly revealed radiopaque material in the spinal canal with some compression at the level of t7. The pt was then returned to the operating room and decompression laminectomy of t6-t9 performed with the removal of bone cement at the t7 level and from along the posterior longitudinal ligament. The identity of the particular bone cement used is presently unk. Postoperatively the pt has allegedly remained paraplegic.